Event description:
Customer reportedly received result of 191 mg/dl on the compact plus sys and 80 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.